Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion. A surgical procedure was performed in which the aus was removed to allow the urethra to heal. Following an appropriate healing period, a subsequent surgical procedure was performed to implant a new aus. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion. A surgical procedure was performed in which the aus was removed to allow the urethra to heal. Following an appropriate healing period, a subsequent surgical procedure was performed to implant a new aus. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The patient symptom was found to be listed in the IFU. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.